Event description:
It was reported that approx. 73 months after the implantation the lead showed signs of fracture.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, recorded between december 29th, 2019 and end of june 2020, gained no information regarding the root cause of the reported oversensing. The analysis of the provided iegm episodes showed artifacts in the rv channel, which led to the reported oversensing and inappropriate shocks. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.